Event description:
The analyzer produced biased results for multiple quality control samples in addition to a false negative ckmb result for a pt sample (original result: 0.08 ng/ml; repeat result: 6.62 ng/ml). During this time period, the analyzer also produced luminometer data invalid codes. This scenario is consistent with depletion of signal reagent during operation of the analyzer which could cause false negative ckmb, beta-hcg and troponin I results. There was no report of pt harm as a result of this occurrence.